Event description:
The pca pump appeared to be functioning and infusing without a problem. The next morning the pump alarmed to report it was empty. When the pump was opened, the pca bag was full and clamped. The pump never alarmed that the medication bag was clamped.